Event description:
It was reported that the balloon ruptured. An agent us mr 2.00 x 20mm was selected for treatment of the target lesion. During inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed successfully using another alternate device. There were no patient complications.